Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that a CT scan showed "kinking of the outflow graft secondary to disconnected bend relief." The pt was also having right heart failure symptoms. An echo showed inflow into the pump only during diastole. The pt was brought back to the operating room to assess the "kinked outflow graft on CT scan." The surgeon commented that the "bend relief was disengaged and the metal connector had cut through the outflow graft causing blood to collect between the outflow graft and outflow bend relief." A thrombus was found. The pt then received a pump exchange.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. This situation is being address through the MFR's corrective/preventative action sys and an urgent medical device correction notice (2916596-2/24/12/001-c) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.